Manufacturer narrative:
The device was returned for analysis. The reported physical resistance/sticking and the reported leak were unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported physical resistance/sticking and the reported leak were unable to be confirmed during return analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (prca) with mild calcification and mild tortuosity. A 4.5x24 mm non-abbott stent was deployed using the indeflator without issues. There was residual stenosis proximally to the first stent was noted. Another 4.5x8 mm non-abbott stent was introduced for the residual stenosis; however, it was noted that the indeflator needed more rotation than usual to achieve pressure gauge movement. The non-abbott stent was deployed but half contrast half air filled the balloon during inflation. The balloon was deflated and the system was pulled out but found the stent was dislodged to ostial rca. Another non-abbott inflator was used to achieve wall apposition of the dislodged stent at ostial rca. Another 4.5x12 mm non-abbott stent was deployed proximally to the first stent, up to 16 atm. Final angiogram showed no residual stenosis. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.